Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Analysis summary shows the endoscope was received with missing screws on housing. The endoscope shock indicator wasn¿t activated. The endoscope was found with desiccant container damage or loose desiccant balls. The endoscope was received with noise in ic housing during shaking. There was strain relief on the housing.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the endoscope was damaged after a fall. The procedure was completed with no reported injury.